Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/26/2021. H.6. Investigation: the first pen needle examined features a broken needle on the non-patient side of the hub¿s needle cannula. While the patient side has also broken off, this breakage sticks out from the hub slightly, indicating that it was most likely deliberately cut off using a safe clip. No signs of use or other damage to the pen needle. Based on the damage present, this may have occurred accidentally while the user was preparing the pen needle for use. The second pen needle examined featured a cannula that was warped on the patient end and bent at the proximal side of the hub¿s needle cannula on the non-patient side. No signs of use or other damage to the pen needle. This is also a potential result of stresses accidentally placed on the cannula while the user was preparing the pen needle for use. No DHR review can be carried out as lot number is unknown. The root cause of the needles being difficult to use could be the damages the pen needles feature, which could be caused by accidental damage from stresses applied by the user during routine use. The damage in turn would interfere with normal use of the syringes, leading to them potentially becoming difficult to use or stuck in the pen needle.

Event description:
It was reported that unspecified bd¿ pen needle was broken. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that the needles were bent and rear cannula end broken and gets stuck. Event description per email states: needle(s) bent. Rear cannula end is broken + gets stuck.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ pen needle was broken. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the needles were bent and rear cannula end broken and gets stuck. Event description per email states: needle(s) bent, rear cannula end is broken + gets stuck.